Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a bent cannula. Blood glucose value was 500 mg/dl at the time of the incident. The customer's symptom due to the high blood glucose value was nausea, vomiting and difficulty breathing. The customer was not hospitalized and did not indicate what they did to treat the high blood glucose value. Troubleshooting was performed and the customer was advised to change and return their infusion set. The device will be replaced and returned.